Event description:
Customer's husband reported that on (B)(6) 2010 customer became unconscious while she was sleeping and subsequently experienced a seizure. Paramedics were called. It was further reported a reading of 60 mg/dl was received on her freestyle freedom lite blood glucose meter which was higher when compared to a result of 20 mg/dl obtained on an unknown brand of meter by a healthcare professional. Customer was transported to a local healthcare facility where she was diagnosed with severe hypoglycemia and treated with potassium and "hydration for her sweating". Customer's husband also thought customer may have been given something to bring up her glucose, but did not know exactly what it was. There was no report of death or permanent injury associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.43 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic regurgitation and perivalvular leak, secondary to endocarditis.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.